Event description:
Procedure type: low anterior resection. According to the reporter: there was an anastomotic leak on the left lateral anterior side of the anastomosis. The surgery was converted to open and the leak was repaired with suture. No blood loss occurred, but surgery time was extended by forty minutes as a result. No pt info is available.

Manufacturer narrative:
Initial report sent: 07/14/2008.